Event description:
Pt was undergoing selective coronary angiography and rotational coronary atherectomy. Pt had a 1.5mm bur placed into the vessel and down into the proximal lesion. A bur run was performed. Initial bur run was performed without complete crossing of the lesion. Pt had a second bur run and when the bur crossed the lesion, it abruptly stalled. Physician could not move or advance the bur and could not restart it. It was theorized that the bur was entrapped within the ra and wound around tissue. Pt was taken to cvor for coronary bypass grafting.